Event description:
A device report from waldenberg indicates a clinic in (B)(6) reported: surgeon implanted the synfix implant and screws and decided to move the implant. He was having trouble removing one screw and the tip of the screwdriver broke off in the head of the screw. Surgeon did remove the screw and implant, selected another and completed the procedure. Approx 45 minutes was added to the procedure.

Manufacturer narrative:
Unable to provide the date of MFR. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided.